Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 143 mg/dl. The customer stated that the button error alarm is present in history at or around the time that the pump was exposed to water. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump unit had moisture on the keypad traces. No moisture damage was found on the electronic or motor assembly. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at a display window corner.